Manufacturer narrative:
The biomedical engineer replaced the power management board to address the reported problem.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit does not power up without a battery installed. The customer reported there was no patient involvement.